Manufacturer narrative:
A temporal relationship exists between continuous cycling peritoneal dialysis therapy with the liberty cycler and the reported umbilical hernia. However, there is no documentation in the complaint file supporting a causal relationship between the liberty cycler and the event of the hernia. Although, there is a likely association between the event of umbilical hernia and the increase in intra-abdominal pressure that occurs during the normal course of peritoneal dialysis therapy. The actual device was not returned to the manufacturer for physical evaluation. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device manufacturing review confirmed the labeling, material, and process controls were within specification.

Event description:
Medical records were received on 05/11/2017. It was reported that peritoneal dialysis patient experienced a small umbilical hernia; reducible with tenderness. The patient's peritoneal dialysis registered nurse later confirmed that the hernia was discovered in the hospital during patient's hospitalization ((B)(6) 2017) and no surgery was performed. At this time they were monitoring the hernia.